Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). The patient contacted the clinic in (B)(6) 2017 reporting a fall. The patient was evaluated and an x-ray confirmed the leads remained in place. The report did not reveal any migration. The patient reported a loss of therapeutic effect and relief on (B)(6) 2017. The patient was reprogrammed and the event resolved without sequelae on (B)(6) 2017. The clinical diagnosis included a loss of therapeutic relief and the device diagnosis was not applicable. He event was related to the device or therapy, not related to the implant procedure, and not due to programming. Of note, the most recent programming date for the most recent interrogation prior to the event occurred on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study. The patient's baseline weight was reported and there was no identified contributing factors documented regarding this event.